Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs)at medtronic's quality laboratory, visual analysis showed the device was received with the capsule fully closed. The handle was not intact. The tip-retrieval mechanism appeared intact. There was no damage noticed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. One tab was observed to be detached from the male deployment knob component. A stress mark was observed the missing tab. Damage was observed on the stability shaft. Voids were observed along the proximal end of the capsule. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported the deployment knob (also known as the actuator) separated during deployment. Procedural images were submitted to medtronic for review and confirmed the reported separation. The dcs was returned to medtronic for analysis. Damage, which appeared to be a kink, was observed on the stability shaft. The description of the event does not indicate this damage occurred during the reported issue. The kink may have occurred during transport of the device back for analysis; however, the cause of this shaft kink could not be determined. The deployment knob was observed to be separated. One tab of the actuator was broken off and a stress mark was observed where it detached. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was crossed and deployment had begun with normal turning of the delivery catheter system (dcs) deployment knob. While turning the knob, the deployment knob broke. The dcs was able to be pulled out of the patient. A new dcs was used for implant. It was reported that the valve was loaded once prior to fluoro check and the deployment handle rotated fine during loading. No adverse patient effects were reported.